Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible, and the pink slide did not move forward, indicating a needle mechanism failure. The patient's blood glucose (bg) values were at 145 mg/dl.

Manufacturer narrative:
The pod was received with the cannula not deployed. Pod download data showed 0x41 alarm generated, indicating safety sensor maximum summed error table. The download data revealed that it completed first priming prematurely, resulting in early completion of second priming without deploying the needle/cannula. Discontinuity was observed in the rotational sensor data, indicating a rotational sensor malfunction. This led to the early completion of priming, and contributed to alarm generation and the reported needle mechanism failure to deploy needle. Generation of the alarm deactivated the pod. No damages were observed in the device that would cause the rotational sensor malfunction. The actual cause of rotational sensor malfunction could not be determined.